Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was inside the bd vacutainer® sst¿ blood collection tubes. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that foreign matter was inside the bd vacutainer sst blood collection tubes. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure modes for unknown foreign matter and embedded fm with the incident lot were observed. Additionally, evaluation/testing of the customer samples was performed and unknown foreign matter and embedded fm were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields.

Event description:
It was reported that foreign matter was inside the bd vacutainer sst blood collection tubes. There was no report of exposure, injury, or medical intervention.